Event description:
The kiwi vacuum used to assist with a vaginal delivery would not release the suction off baby's head following delivery. The tubing had to be cut to release from the head of the baby. There was no harm to the baby.